Event description:
Account reports incident on 2/7/97 in which 6 week old infant "lost 20cc's of blood and a transfusion was required." Health care professional attempted to tighten fused end and it broke off. Device connected to central line. Reporter followed up with reporting unit and blood loss believed to be related to the health care professional "not tightening set down enough" and not reported incident with injection site.